Event description:
As stated by the customer 2012 (B)(6): machine damaged. Pivot of stretcher torn. Concerto rejected. In the pivot point/hinge of the polyester sheet is a tear-off gate which can break. Given the age of the device advised the sheet cannot be replaced.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjo hospital equipment, (B)(4). (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.